Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic for follow up. Upon review, the patient had developed a hematoma after implant and was treated with antibiotics. The patient presented to the emergency room with his device eroding through the skin. An infection was confirmed via culture. The whole system was explanted. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.